Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter break was confirmed, and the cause appears to be use related. One 2 fr s/l per-q-cath PICC was returned for investigation. A break in the catheter, perpendicular to the axis of the tubing, was identified 1.4cm within the distal tip of the strain relief sleeve on the molded catheter hub. A 23.1cm section of 2 fr tubing was received separate from the catheter hub. The break would have occurred externally. The cross section at the proximal end of the catheter was microscopically examined and the surface was noted to be granular, dull, and uneven, which is consistent with the characteristics of a break in the per-q-cath catheter material. A tactual investigation revealed a 1.5cm region of elastic weakness and necking in the proximal end of the tubing, which indicates that the catheter was subject to tensile stresses. The 2 fr tubing most likely broke subsequent to the catheter being stretched. It is unknown what caused the tubing to stretch. Care is suggested when handling the delicate size of the 2 fr tubing. Inadvertent stretching will cause the tubing to break. The product IFU provides securement techniques and cautions, ¿to minimize the risk of catheter breakage and embolization, the catheter must be secured in place.¿ functional testing and a visual observation revealed blood residue occluding the 2fr catheter tubing. It is possible that blood remained in the catheter at the time of the break.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of rezb0535 showed no other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer, at this time, for evaluation.

Event description:
It was reported that for the second consecutive time the catheter broke after drug administration.